Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Dentsply was able to verify the complaint. The returned attachment was tested by manufacturing personnel and did not meet specification for run noise test, cap temperature and sheath rotation test. Quality personnel then investigated the attachment. The attachment maximum temperature during load testing with coolant spray on was 69.7°c. This temperature exceeded pds-8019 temperature requirements. The attachment was then disassembled and microscopically evaluated. Bur end bearing retainer was completely destroyed. Significant debris was observed inside the head and cap cavities and inner components. Bur end bearing failures and excessive debris most likely created friction within the head which resulted in temperature increase. It is reasonable to suspect gear function was compromised by the added debris inside the head which is evident from significant, abrasive wear on the teeth of the gears. The lack of lubrication may have caused friction and as a result increase the temperature causing heat reported in the complaint.

Event description:
In this event it was reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.